Manufacturer narrative:
The blower assembly was returned for evaluation. Visual inspection of the blower motor assembly was performed. Minor signs of white corrosion was found on the aluminum heat sink but no other signs of contamination or damage was found. The blower assembly was installed to a failure investigation (fi) test ventilator. The reported condition was verified. The root cause was identified to be the blow motor shaft and impeller of the returned blower assembly were seized up and would not rotate when powered because the motor windings were rubbing against the rotor.

Event description:
It was reported that the ventilator generated an error which resulted to no air pressure. The ventilator was not in use on a patient at the time of the event occurred.